Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control downloaded the electronic records from the event for review. It was observed that the device was turned on at about and one (1) shock was delivered (by pressing charge and shock) to the patient. Then approximately 8 seconds after that shock was successfully delivered, the shock button was pressed 14 times in a row without the charge button being pressed beforehand. Additionally, it was observed that at the device was charged and that the defibrillation energy dumped twice prior to the first shock delivered. It was observed that after this, 2 more successful shocks were delivered to the patient for a total of 3 shocks being successfully delivered to the patient during the event. Physio-control performed additional testing of the customer's device and observed that both the charge and shock buttons were physically damaged, and that the shock button would only respond intermittently when pressed thus verifying the reported issue. While performing the button test physio-control observed that when the shock button was pressed, that the charge button would also engage, indicating that there was likely an intermittent electrical short due to the observed damage which impacted the device's ability to charge and shock, when prompted. Physio-control replaced the device's main keypad assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not shock a patient when prompted. The customer advised that he believed that the device was being used in manual mode. The reporting crew did not mention any error messages on the screen or a service indicator. The customer advised that police had been on scene with a lifepak AED (model not reported). Medical personnel then connected their device to the patient and pressed charge, but when they pressed the shock button it would not respond to deliver the energy. Medical personnel then dumped the energy with the selector knob. They charged again and had the same issue. Medical personnel then switched therapy electrodes were able to shock the patient twice. A backup device was not available during the event. The reported issue occurred during transport and further treatment, including defibrillation therapy, was provided at the hospital. The patient, a (B)(6) male, did not survive the event. The customer, a medical professional, advised that the device use did not contribute to the patient's outcome. The customer advised that the patient had been discovered in arrest and was hypothermic.